Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt in v-fib, the associated defibrillator failed to discharge with these electrode pads attached. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction. Complainant also indicated that the event electrode pads were discarded.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.